Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. Customer's blood glucose was 279 mg/dl. The customer reverted to manual injections for insulin therapy.